Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the physician attempted to position the lead in different positions but remained unsuccessful. The lead was no longer used and replaced. The patient was in stable condition.